Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The device remains in use. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.